Event description:
It was reported that during a surgical procedure at the user facility the handpiece was heating up. The procedure was completed successfully, and there were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility the handpiece was heating up. The procedure was completed successfully, and there were no adverse consequences or medical intervention.